Event description:
Philips received a complaint on the v60 ventilator indicating that the liquid crystal display (lcd) was black. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they had been servicing the device, and afterwards the lcd was black. The rse provided manual reference to photo of the inside of the front bezel with all the correct connections. The rse advised the customer to connect the user interface (ui) printed circuit board assembly (pcba) to the lcd cable for backlight of the lcd. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of completion of the troubleshooting step and resolution of the issue. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.